Event description:
It was reported that while placing the bravo ph monitor, the capsule did not attach to the patient's esophagus. The capsule fell off into the patient's mouth. No serious injury to the patient was reported.